Event description:
The initial reporter contacted shiley to report that they had their bjork-shiley convexo-concave aortic heart valve replaced. According to copies of medical records forwarded to shiley from the surgeon's office, the bjork-shiley aortic valve was replaced due to aortic stenosis. During surgery, the pt also had pt's natural mitral valve replaced and an ascending aortic aneurysm repaired. According to the medical records, the pt had a complicated postoperative course and was discharged home 12 days after surgery. The pt was subsequently readmitted to the hosp within 24 hours after their discharge for possible cholecystitis and pancreatitis. The pt was treated and subsequently discharged.